Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: distal fiber breakage, objective frame dented and broken light guide prong. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device image was blurred. The event was found during an unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.